Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a vats, the tissue pad on the harmonic completely shredded itself off of the device during the procedure. They had to pull another device because the harmonic was no longer usable. There were no patient consequences reported.